Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the x ray will not turn on and fluoro was not possible. Review of the system log file showed ¿x-ray not possible ¿malfunction. Upon further inspection, philips field service engineer (fse) found that the system was not getting the green ready light and flat detector power supply is no good. Fse replaced flat detector controller (fdc) and installed ps tray chameleon. After replacing the flat detector controller, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform exposure and fluoro. System was in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.